Event description:
Related MFR report: 1627487-2019-08575.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-08575. It was reported the patient's dbs stimulation therapy could only be increased up to 0.5 ma and not up to the required current intensity. The patient's dbs system had been reprogrammed but invalid system impedance was observed. Consequently, the patient's dbs extension was successfully replaced. The stimulation therapy was restored, postoperatively. In addition, the patient was doing well and was discharged from the hospital.